Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider alleges the seat and back upholstery are ripping at the seams.